Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The customer's blood glucose value was 231 mg/dl. The customer was assisted with troubleshooting and reported that they tried all remedies. The customer was advised that insulin pump need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.